Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported pump malposition could not be confirmed as no imaging was submitted. It was reported that heartmate 3 lvas, serial number (B)(6), was defunctionalized, but not explanted. No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including sepsis and infection that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with sepsis on (B)(6) 2024. The patient's pump showed 0 flow that night. At 19:26 their parameters were speed at 5000, watts 3.4, flow 4.4 lpm, pulsatility index (pi) 3.9. At 19:58 the pump was at 0.0 flow, 3.2 watts, pi 2.4. The patient was hemodynamically stable. The patient was in the work up for explant due to recovery. A computed tomography angiography (cta) was taken with the following results. The left ventricular assist device (lvad) was seen directed towards the apical anterior wall however with no evidence of obstruction on the multiple cardiac phases. There was patency of the outflow graft. There were postoperative changes of the mitral valve replacement. There was abnormal asymmetric thickening of the anterior leaflet with an appearance suspicious for vegetation/endocarditis. Anomalous left main coronary artery arising from the right coronary artery (rca) following a pre-pulmonic course. There was an echocardiogram done on (B)(6) 2024. The results were the lvad was in place during image acquisition with type and setting of the device being a heartmate 3, 5400 rpm and 0 lpm. Left ventricle was normal in size. The left ventricular mass was moderately increased. There was mild left ventricular systolic dysfunction. The quantitative left ventricle ejection fraction (lvef) based on modified simpson's method was 51%. The ventricular septum was positioned midline throughout the cardiac cycle. The right ventricle was normal in size. There was normal right ventricular systolic function. There was a 29 mm magna ease bioprosthesis in the mitral valve position. The prosthetic mitral valve was well-seated. There was mild transvalvular mitral regurgitation that is more than expected for this type of prosthetic valve. The gradients across the prosthesis were more than two standard deviations above expected values for this type and size valve. Cannot rule out new vegetation on ventricular side of anterior leaflet. The aortic valve cusps demonstrated opening with every cardiac cycle. The inflow cannula of the lvad was seen at ventricular apex, and no thrombus was identified. The patient was defunctionalized on (B)(6) 2024 at 09:00. The log files were reviewed and captured low flow and low speed advisory events from the beginning of the data capture on (B)(6) 2024 at 09:12. The flow was noted at zero and fixed speed was set lower than the low speed limit (4000 rpm fixed vs 4800 rpm low limit). According to the site the :vad decommissioned on (B)(6) 2024 at 09:00 so this data capture would have been during this decommissioning timeframe. The driveline was disconnected at 09:34. The patient's mitral valve insufficiency and valve replacement existed prior to lvad implant. The lvad did not cause or contribute to worsening function of the mitral valve/regurgitation. The patient had symptoms of a high fever, weakness, falls and a low mean arterial pressure (map). The patient was treated by having the vad defunctionalized, antibiotic therapy and inotropic support. The event expedited the defunctionalizing of the pump. The infection was treated. No products would be returned as the pump was not explanted just defunctionalized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.